Manufacturer narrative:
The device referenced in this report has not yet been received by olympus for evaluation (although it is anticipated). The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover had fallen off of the endoscope and into the patient's stomach. The suspect device was recovered endoscopically, and the procedure was completed with the same set of equipment. The customer reported there was no harm to the patient. A request for additional information is in progress. This event includes two (2) reports: patient identifier (B)(6): maj-2315, lot unknown. Patient identifier (B)(6): tjf-q290v, serial unknown. This report is 1 of 2 for patient identifier (B)(6): maj-2315, lot unknown.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and h6. H6: correction to medical device problem code. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) . Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: - it was chemically attacked by the anti-fog agent attaching, and the part of the cover where the anti-fog agent was attached cracked during use, and it fell off due to insufficient fixation with the scope.

Event description:
The customer provided additional information regarding the event: the rear end of the recovered cover was cracked. The customer uses an anti-fog agent. The customer confirmed that the cover was not damaged immediately after installation and that it would not come off easily from the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the investigation, the event likely occurred because the cap was chemically attacked by the anti-fog agent attaching, and the part of the cover where the anti-fog agent was attached cracked during use, and it fell off due to insufficient fixation with the scope. As described in the instruction for use, 7.3 attaching the distal cover, make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.